Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. Upon review of transmission, it was found that the icm exhibited premature battery depletion. No intervention was performed. Patient condition was stable.